Event description:
It was reported that balloon removal difficulties were encountered. The target lesion was located in the renal artery. Pre- dilatation with a 4x20mm balloon was performed at 8 and 14 atmospheres. A 6.0mmx14mmx150cm express sd renal/biliary stent catheter was advanced for treatment. The stent was placed using a v18 wire at 10 atmospheres. However, the physician had difficulty removing the balloon shaft. The device was challenging to remove and took 20 minutes, while the sheath and wire were removed easily. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen is stretched and twisted 70cm from the hub. There are multiple kinks along the shaft of the device. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that balloon removal difficulties were encountered. The target lesion was located in the renal artery. Pre- dilatation with a 4x20mm balloon was performed at 8 and 14 atmospheres. A 6.0mmx14mmx150cm express sd renal/biliary stent catheter was advanced for treatment. The stent was placed using a v18 wire at 10 atmospheres. However, the physician had difficulty removing the balloon shaft. The device was challenging to remove and took 20 minutes, while the sheath and wire were removed easily. No patient complications were reported.